Event description:
Customer reported via phone call to have experienced unexplained low blood glucose. Customer reported that blood glucose went from 351 mg/dl to 36 mg/dl in a few hours. Customer declined troubleshooting, stating that low blood glucose may have been due to over-treating when blood glucose remained high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.